Event description:
It was reported by repair work order that the right side rail will not latch due to a broken spindle spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.